Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was not working and also battery compartment was hot. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed self test in that the vibrator did not vibrate when it was supposed to. Upon further review of the unit's interior, the battery compartment is corroded as well as the wires and solder underneath the battery compartment. The case did not heat up during testing.